Event description:
It was reported that during a left colectomy procedure, the staple line opened up. The anastomosis leaked. The staples did not form properly. The surgeon resected the anastomosis and hand sewed to complete the procedure. One hour was added to the procedure. No patient impact reported. These are all the details presently known. Both devices will be returned for analysis. The account gave both devices to the sales rep to return. It is unknown which device fired malformed staples.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.